Manufacturer narrative:
(B)(4).

Event description:
Patient presented to the treating center due to discomfort and increased size of the fluid-filled surgical incision from the prior routine neurostimulator replacement. The patient was admitted for a cranial washout, wound revision and removal of the neurostimulator and extracranial portion of the leads. During the washout, the intracranial abscess was drained, and the surgical site was irrigated using bacitracin treated normal saline and vancomycin powder was placed into the incision prior to closing.